Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a green sludge was noted at the modular connection site. On (B)(6) 2025, the modular connection site was cleaned and the modular cable was exchanged. The green residue was confirmed via provided images in the patient side of the modular connector.

Event description:
It was reported that the patient had an active driveline power fault with a yellow wrench symbol. Following review, log files confirmed driveline power a fault alarms on (B)(6) 2025. The alarm had not interfered with pump operation. A green sludge was noted at the modular connection site. Additional log files were provided on 25aug2025 taken after the patient was switched to a new system controller and modular cable. The log files contained 2 lines of good data where the driveline fault seemed to resolve. The green residue was confirmed via provided images in the patient side of the modular connector. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data in the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. There were no patient symptoms at the time of the event. No recurrent alarms were noted following exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the returned modular cable. Inspection of the returned modular cable (lot number: 10039367) revealed corrosion consistent with fluid ingress around all of the pins in the inline connector. The observed fluid ingress could have contributed to the reported alarms. The modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the modular cable were then tested and no issues were observed. The modular cable was then connected to a test system controller, and a test pump, and the cable successfully operated the test pump for an extended period of time without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Log files submitted and downloaded for review and data from the event date of 25aug2025 was reviewed. The log files captured a driveline power fault alarm on (B)(6) 2025 from 10:07:20 to 14:32:58 that was associated with a pwr_a_broken; this is consistent with the fluid ingress observed in the inline connector. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to fluid ingress in the inline connector; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 10039367, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault and driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.